Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Ventricular output connector is broken. Hanger assembly is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector port at the top of the external pulse generator (epg) is broken, and so the leads do not sit securely in the unit. The epg was returned for service. There was no patient involvement.